Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up/down direction did not meet the standard value due to wear of the angle wire. Also, evaluation found the scope plate was cracked, the air/water and suction cylinder had no color, switch #1 was cut, the bending angle in the up direction did not meet the standard value due to damage on the guide plate unit, the plug unit was damaged, the outside shield unit was dirty due to water leakage, water tightness was lost due to damage on the instrument tube, the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the light guide lens was cracked, the adhesive around the objective and light guide lenses was chipped, the bending section cover adhesive was detached, the connecting tube was cut, and the universal cord was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis exera iii colonovideoscope was loose. The issue was found when preparing the device for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water tube and cylinder and jet tube had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the biopsy channel. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.